Event description:
During the final torque of a 5 level posterior fusion with 2 levels of interbody surgery, the coral system locking screws cross-threaded; the caps were not seating properly and "were popping". There were 8 caps that were damaged. The surgeon felt it might have been his technique. There was no reported injury to the pt. The surgery was prolonged by 20-30 mins.

Manufacturer narrative:
The device involved in the reported incident was not available for eval. An investigation has been completed based on the reported info. The root cause analysis was not possible due to parts not returned. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.